Manufacturer narrative:
The insulin pump was received with bleeding and cracked lcd glass, scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that he fell on the insulin pump and the lcd screen is bleeding and cracked. The customer stated that the damage goes from the middle to the top right corner and he can't see half of the display. Blood glucose value was 91 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.